Event description:
It was reported that during the procedure, a 2.5x20 nc trek rx balloon dilatation catheter (bdc) was advanced to a heavily calcified, 80% stenosed, de novo lesion in the mildly tortuous mid left anterior descending coronary artery without resistance and the balloon was inflated to 10 atmospheres (atm). During the 2nd inflation, the balloon ruptured at 12 atm. The nc trek rx bdc was withdrawn from the anatomy with slight resistance felt due to the ruptured balloon, but no force was applied. A non-abbott bdc was used to complete the procedure, resulting in 0% stenosis. Reportedly, the heavily calcified lesion and the balloon interacted and damaged the balloon caused the rupture. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.